Manufacturer narrative:
Concomitant medical products: 170057 - 170057 endo stitch 2-0 und 120 polyx12, lot# unknown uf/importer rpt num: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a  trans anal endoscopic resection of polypectomy site, the surgeon was using the device with 2-0 polysorb needle. The device inside patient and needle broke in half. Half of needle remained in the device and unable to locate the remaining half of the needle. X-rays post procedure with no obvious target.